Manufacturer narrative:
The case description states that the user received a 25u bolus that they did not initiate. Inspection of the audit log files confirms delivery of the 25u bolus and shows that the confirm bolus button was pressed in order to deliver it. The log files confirm that there was interaction with the controller in order to open the bolus calculator and go through the two step confirmation in order to start the bolus. The log show that there was a user bolus adjustment volume of 25u. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. This bolus was not canceled at any time by the user and was shown to be within the user's setting for max bolus units which was set at 30u. No evidence of an unncommanded bolus was seen in the log files. The returned controller was able to pass all functional testing and was only found to respond when the screen was touched and interacted with. The history detail within the controller also confirms the delivery of the bolus and inputs used to program it. The controller was paired to an unused pod and was found to not deliver any uncommanded boluses during the investigation. When programmed and initiated, the bolus calculator was able to successfully give a suggestion and deliver a bolus based on carb and bg value inputs. No problems were found with the returned device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. A replacement device was sent to the patient.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) gave an uncommanded bolus of 25 units of insulin. The patient could hear the pod clicking so 'ripped it off' and took themselves to the emergency room (ER). Once at the ER the patient then began to feel symptoms of hypoglycemia, shaky, clammy and fatigued. The patient's blood glucose (bg) level decreased to 83 mg/dl. For treatment the patient's bg's were monitored, he was given high glycemic foods, and 50% IV dextrose injection every other hour along with a saline IV. The patient was released the following day.